Manufacturer narrative:
This supplemental report is being submitted to provide the concomitant product details, the manufacturing date, and the correction in the e1 section. Updated fields: d9, d10, h2, h4, h11 corrected fields: e1 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: b5, h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be detected since problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was showing a sync error. The issue occurred during inspection for use. There were no reports of patient involvement.